Manufacturer narrative:
Available details indicate that the device had exhibited noise issues. Additional details regarding the repair are unknown and were not provided by the third party. Per email response received from fse and the equipment is running normally. Based on the information available, a third party completed an evaluation of the device . The root cause of the reported problem could not be confirmed because the repairs are unknown and were not provided by the third party. The customer's device was successfully repaired and returned to service.

Event description:
It was reported that the device alarmed. No patient involvement reported at this time.